Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including disability, infection, hernia recurrence, obstruction and device explant. The instructions-for-use supplied with the device list infection and hernia recurrence as possible complications. A review of the manufacturing records was performed and found the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to correct the annex b code and term. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent incisional hernia repair surgery with implant of ventralex st on (B)(6) 2015. It was alleged that the patient had ventral hernia repair thereby underwent additional surgical intervention for small bowel resection and mesh removal on (B)(6) 2023. As per the operative report ¿indicate that the small bowel was resected off the mesh and the open portion was resected using a jia stapler. The small bowel was then re-anastomosed using a 55mm selectable linear cutter with staples and a 60mm ta stapler with dst series. The mesh was then resected using blunt dissection with metzenbaum scissors.¿ attorney alleges that the patient experiencing infections, recurrence, chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including disability, infection, hernia recurrence, obstruction and device explant. The instructions-for-use supplied with the device list infection and hernia recurrence as possible complications. A review of the manufacturing records was performed and found the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent incisional hernia repair surgery with implant of ventralex st on (B)(6) 2015. It was alleged that the patient had ventral hernia repair thereby underwent additional surgical intervention for small bowel resection and mesh removal on (B)(6) 2023. As per the operative report ¿indicate that the small bowel was resected off the mesh and the open portion was resected using a jia stapler. The small bowel was then re-anastomosed using a 55mm selectable linear cutter with staples and a 60mm ta stapler with dst series. The mesh was then resected using blunt dissection with metzenbaum scissors.¿ attorney alleges that the patient experiencing infections, recurrence, chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.